Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, ventricular fibrillation (vf) was induced and the device delivered an unsuccessful shock. The device then re-detected appropriately and began to charge. However during the charging, episodes of undersensing were observed on the device. The patient received an external shock with pads, which was unsuccessful. The device was still undersensing, so a manual shock was performed through the device at maximum output and this shock was successful. The device remains implanted. The patient was stable and will continue to be monitored.